Manufacturer narrative:
Citation: strauss m et al. Permanent pacemaker implantation in patients undergoing tavr ¿ can we predict the need? Presented at the european society of cardiology congress on august 30, 2016. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding risk indicators of permanent pacemaker implantation in patients undergoing transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2013 and january 2015. The study population included 191 patients, 17 of which were implanted with medtronic corevalve (serial numbers not provided). Twenty nine patients were excluded due to a previously implanted pacemaker or implantable cardioverter defibrillator, leaving a study population of 162 patients (predominantly female; mean age 82 years). Among all patients, 22 had new right bundle branch block (9 of which required a permanent pacemaker) and 12 had new left bundle brunch block (1 of which required a permanent pacemaker). Specific to corevalve patients, three required a permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.